Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, the pressure transducer test failed during pre-use check due to defective pressure transducer printed circuit board on expiratory side. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. Provided device logs confirm the reported failed pressure transducer test during pre-use check. The defective part was kept by the healthcare facility and not provided for further investigation. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).